Manufacturer narrative:
Block b3: exact date unknown, event occurred december 2024.

Event description:
It was reported via facility medwatch (mw5163844) that the patient had a huge hematoma after a fall. It was unknown if the hematoma was at the implant site. The patient had a procedure wherein the hematoma was drained and packed. No further information could be obtained despite good faith efforts.